Event description:
It was reported by a customer in the USA that , during a patient use, the 840 ventilator stopped cycling. The patient was removed from the unit, and placed on an alternate ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the malfunction. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).